Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27601. It was reported in clinic that the atrial and right ventricular (rv) leads exhibited lead noise and elevated capture thresholds. It was also noted that the patient experienced lightheadedness due to lead noise oversensing and subsequent pacing inhibitions. The atrial and rv leads were explanted and replaced on (B)(6) 2021. The patient was in stable condition.